Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed self-test, a21 error test and off no power test. No unexpected a17 or a21 anomalies noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart and external ram crc error. Customer's blood glucose at time of incident was unknown. Customer reviewed the alarm history and found out the she received 1 unexpected restart and 2 external ram crc error alarm. Customer was advised that error table indicates the pump should be replaced. Customer was advised that pump need to be replaced due to multiple alarms.